Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 8/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a visibly damaged display screen. The pump powered up with the returned battery cap to a blank display screen which was found to be cracked in multiple places. Within three minutes of powering up the pump, the pump alarmed with normal audible and vibratory features. An attempt to download the pump history and black box was unsuccessful during this investigation due to the damaged display screen. Unrelated to the original complaint, it was observed that the battery compartment was cracked and it had damaged threads. Also unrelated to the initial complaint, it was found that the bolus button cover was torn. Adequate testing could not be completed due to the blank damaged display screen. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.